Event description:
Cath lab injector syringe system malfunctioned. The syringe used to administer contrast to the patient while in a case would flush forward but would not flush back. Decision was made to not utilize for the case. We then switched it out for the other injector from the 3rd floor cath lab and that failed as well. Manufacturer response for injector syringe, injector syringe (per site reporter) manufacturer representative is coming.